Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error. The pump was reset, and the issue continued. The customer will continue to use the pump for insulin therapy until replacement pump is received. The customer's blood glucose level was 100-199 mg/dl.